Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) stated the customer on site had already used the machine normally, and the customer reported that the screen distortion disappeared after restarting the machine, and the machine was in normal use. The screen was observed on site for 30 minutes and everything was normal. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had a screen distortion and the device was temporarily suspended. There was no patient involvement.